Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted with less than a year of use for an unknown reason. The patient underwent a surgical intervention to remove the implantable cardioverter defibrillator (ICD) and the leads, but no new system was implanted. No additional adverse patient effects were reported.